Manufacturer narrative:
Section: h3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports patient experienced left hip pain, dislocation, and a revision after a thr. Per email communication, the patient current health status is reportedly ¿resolving.¿ no additional clinically relevant information was provided. Based on the information provided, the clinical root cause of the reported events could not be definitively concluded. The impact beyond the reported symptoms and subsequent revision cannot be determined. No further medical assessment could be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to traumatic injury, joint tightness, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2021, the patient experienced acute pain in the left hip and the left prosthesis was dislocated. The patient underwent a revision surgery. This issue is still being resolved.